Manufacturer narrative:
Additional information was added to: one (1) device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional test was performed which revealed leakage at the spike port cap from the base of the spike port. The reported condition was verified on the returned sample. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was manufactured between 18apr2019 and 21apr2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported three (3) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the port. There was no patient involvement. No additional information is available.